Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. Additionally, it was observed that there was a cosmetic white substance that developed in vivo on the outer insulation of the lead and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the lead was prophylactically explanted and replaced. Once the lead was extracted, consultants felt the lead appearance was unusual, especially regarding the insulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was prophylactically explanted and replaced. Once the lead was extracted, consultants felt the lead a ppearance was unusual, especially regarding the insulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).